Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage testing, priming, and water referee back pressure testing on the clearlinks were performed with no issues observed. Usage testing by gravity for 24 hours identified a leak at the first y-site clearlink. An autopsy of the first y-site clearlink identified a hole at the gland. The reported condition was verified. The cause of the hole in the clearlink gland is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the first luer lock (closest to the drip chamber). The event occurred while priming the line with saline. There was no patient involvement. No additional information is available.